Manufacturer narrative:
Fisher & paykel rep visited hosp in question. He spoke with staff and then viewed equipment involved in incident. Apparently long heater wire lead from breathing circuit had been inadvertently trapped by user between humidifier's heater plate and base of humidification chamber. It would appear that this lead to incident occurring. Hospital's staff suggested that uder error had been cause of incident. This had been first such report of this nature for this heater.